Event description:
It was reported that during a thrombectomy and atherectomy procedure in the right superficial femoral artery via the left common femoral artery contralateral cross-over approach, the flow of the device allegedly got worsened. It was further reported that after withdrawing the catheter out of the body, even after flushing, the flow in the disposal bag allegedly did not returned. Furthermore, the plastic coverage at the tip of the catheter was allegedly got retracted a bit over the metal rotating part of the catheter tip. Reportedly, the catheter was removed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for evaluation. A physical investigation was performed for the catheter. The catheter was received with the tube melted at the first 1 cm from the tip of the catheter. The test guide wire passed through the catheter without any resistance until the tip of the catheter. After running in the water, the test guide wire passed through the tip of the catheter. After running in the water aspiration test was performed and slightly lower than nominal aspiration level was achieved. Therefore, it can be confirmed that the tip of the catheter melted. A clear root cause could not be identified but catheter helix break represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device). H11: b5, h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the right superficial femoral artery via the left common femoral artery contralateral cross-over approach, the catheter allegedly got stuck with a high-pitched sound. It was further reported that when tried to do the expel function, the flow of the device was allegedly got worsened and the aspiration capacity was compromised. It was further reported that after withdrawing the catheter out of the body, even after flushing, the flow in the disposal bag allegedly did not return. Furthermore, the plastic coverage at the tip of the catheter was allegedly got retracted a bit over the metal rotating part of the catheter tip. Reportedly, the catheter was removed. The procedure was completed using another device. There was no reported patient injury.